Event description:
Per the clinic, the patient is unhappy with the placement of receiver implant portion and elected to reposition the device for cosmetic purposes. Subsequently, the patient was placed under general anaesthesia on (B)(6) 2026, in order to reposition the receiver/stimulator to match the implant position on the contralateral ear. The implanted device remains.